Event description:
It was reported that this right atrial lead exhibited loss of capture and high capture thresholds. Data has been sent to technical services for analysis. At this time, no results have been provided and no programming changes have been performed. This lead remains in service. No adverse patient effects were reported. Additional information was received detailing that x-rays were performed, and provocative maneuvers were performed in order to discard the presence of noise, no noise was detected during these tests. No further adverse patient effects were reported.

Event description:
It was reported that this right atrial lead exhibited loss of capture and high capture thresholds. Data has been sent to technical services for analysis. At this time, no results have been provided and no programming changes have been performed. This lead remains in service. No further adverse patient effects were reported.